Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system in 1994 (exact date unk). It was reported the pt stopped feeling stimulation approx one year ago. The receiver was removed and replaced on (B)(6) 2011. Stimulation and effective pain coverage was restored post-operatively.